Manufacturer narrative:
This part was not returned, the investigation summary indicates that: this complaint involves (4) parts. Customer quality (cq) engineering investigation: complaint condition of ¿broken ¿ intraoperatively¿ was confirmed for the two out of four devices which are unknown cannulated screw and the reamer tube p/n 309.480. Conical screw extractor p/n 309.039 and the hollow reamer (p/n 309.450) were found to be intact with no broken or missing fragments during cq investigation. The replication of the complaint condition at customer quality (cq) is not applicable for the broken devices as the devices were visibly confirmed to be broken. The fragment of the screw was received stuck inside the conical extractor (p/n 309.039) and the hollow reamer (p/n 309.450) was found stuck with the reamer tube p/n 309.480 on the coupling end. The two devices could not be separated using pliers at the cq location. The overall complaint is confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for one (1) unknown 4.0 mm cannulated screw. Part and lot numbers are unknown. Without the specific part and lot number, the UDI is not available. Complainant device is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for screw is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially a patient underwent a placement of a medial malleolar screw for an ankle valgus on an unknown date to correct a deformity. A hardware removal was scheduled on (B)(6) 2017 due to the deformity healing. During the removal, a 4.0 mm cannulated screw stripped. As the surgeon was removing the screw from the medial malleous, the screw head stripped. The surgeon used pliers to back the screw out. The head then broke off, so the surgeon used a trephine to open around the shaft of the screw. The trephine then broke off inside the patient. The surgical team then used a conical extractor to remove the screw shaft. The screw then broke off inside the patient. Using the hardware removal tools to extract the screw, the surgery was able to be completed with the removal of the entire screw. There was about a ten (10) minute surgical delay. The patient status is good. Concomitant devices reported: pliers (qty 1), conical extractor (qty 1); hardware removal tools. This report is for one (1) unknown 4.0 mm cannulated screw. This is report 1 of 4 for complaint (B)(4).